Event description:
A report was received via social media that the patient was experiencing pain and overstimulation when ipg shifted. It was also noted that the ipg was frequently charging. The patient underwent an explant procedure.